Event description:
Procedure type: unk. According to the reporter: the latch broke and a metal part came loose. The loose part was detected and retrieved immediately. There was no report of pieces falling into the cavity or impacting the patient. No patient injury was reported.

Manufacturer narrative:
Initial report sent: 10/19/2007.